Manufacturer narrative:
A device history record (DHR) review was performed for part # 352.085, lot # 28354: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 22. May 2013: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation is performed. One (1) synream reamer head ø8.5 (part # 352.085, lot # 28354) was received broken at connection area. Our investigation shows that back portion of the reamer head is indeed completely broken apart. Furthermore, it is visible that the cutting edges are blunt and that the broken part is missing. As indicated in the manufacturing documents for lot 28354, the hardness was measured and found to be within the specification. The examination of the raw-material testing certificate showed no deviations regarding material analysis, strength and structural stability. The microscopic view, with a magnification of 10x, of the broken surface shows a homogenous surface what indicates material conformity as well. Because of the damage and without broken part the complaint relevant dimensions cannot be checked for dimensional accuracy. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. We do suppose that the reamer may have not been adequately connected or possibly came in contact with the rod or simply too much mechanical force, well beyond its calculated design was applied during the surgery. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. No product fault could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on (B)(6) 2017, patient had an open fracture of the left leg. Patient was implanted with external fixator. On (B)(6) 2017, attempt was made to nail, but the synream reamer head broke during the intervention. Patient was implanted with plate and screws. Post-operative, patient suffered from infection and bad skin condition. Patient underwent surgery to remove plate and implantation of external fixator. This complaint captures intraoperative event occurred on (B)(6) 2017. Infection and removal of plate are captured in (B)(4). Concomitant reported device: nail (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Reporters phone number: (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the synream reamer head broke during an intervention. All fragments were removed from the patient. There was no impact to the patient. No surgical delay is reported. Complaint involves 1 part. This report is 1 of 1 for (B)(4).